Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels during the night for a period of 2 weeks (no values provided). The customer delivered correction boluses to treat elevated bg levels.